Manufacturer narrative:
A picture with a red circle outlining the junction between the inlet tube and the primary port was returned. Received one (1) used list #14220-01 primary plum y-type blood set. Under uv light inspection excessive solvent was observed on the incoming tube connected to the primary port. Spotty solvent appeared to be present in the juncture area. The set was leak-tested per specification. A leak was noted at the primary port tube juncture. Green dye was pushed through the cassette to try and identify the cause of the leak and a channel leak was observed. The complaint of plum set damage resulting in leakage at the inlet tubing of the cassette can be confirmed. The probable cause of the leak is due to an error in the solvent application during manufacturing. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a primary plum y-type blood set, 200 micron filter, clave secondary port, clave y-site, non-vented, secure lock, 110 inch generated a leak during patient use. The reporter stated, ¿plum set damage, resulted in leakage at inlet tubing of cassette.¿ the quantity affected is 1, and the sample is available for return. A sample picture is available showing the product involved with a red circle mark indicating where there is damage. The event was noted during infusion, and the drug name was unknown. There was no drug exposure to anyone and no impact on the patient or healthcare provider. The set was replaced, and therapy resumed. There was no other physical damage noted to the product. There was no patient harm reported.